Event description:
As reported, after use of a 6/7f mynx control vascular closure device (vcd) and manual pressure for ten minutes and two hours of bedrest, a patient was sent home. The patient did not return to the hospital the same day of mynx deployment. The patient contacted interventionalist who ordered a CT. Patient returned and was diagnosed with clot and obstructed blood flow and went for surgery to remove clot the next day. The product was properly stored and opened in a sterile field. No compression devices or compression dressings were used. The patient was on bed rest following the procedure for two hours. Patient was taking aspirin 81 mg and plavix 75 mg. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation since the staff did not necessarily think the closure device failed.

Manufacturer narrative:
Complaint conclusion: as reported, a patient returned to the hospital after implantation of a 6f/7f mynx control vascular closure device (vcd) and was diagnosed with a clot and obstructed blood flow. The patient went to surgery to remove the clot the next day. During the initial procedure, after use of a 6f/7f mynx control vcd and manual pressure for ten minutes and two hours of bedrest, the patient was sent home. The product was properly stored and opened in a sterile field. No compression devices or compression dressings were used. The patient was on bed rest following the procedure for two hours. Patient was taking aspirin 81 mg and plavix 75 mg. The user was trained to the device. The patient did not return to the hospital the same day of mynx deployment after discharge. Before returning to the hospital, the patient contacted the interventionalist, who ordered the computed tomography (CT). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned for evaluation since the staff did not necessarily think the closure device failed. A thrombosis/vessel occlusion is a known potential adverse event following any interventional percutaneous procedure and is captured in the mynx control vcd¿s instructions for use (IFU). A thrombosis occurring in the punctured limb after use of a vascular closure device can be caused by many factors, such as vessel characteristics, patient factors, procedural/handling factors of percutaneous devices, and anticoagulation. The act of creating an arteriotomy with a catheter sheath introducer produces intended damage to the vessel wall in order to obtain access to the patient¿s vasculature for diagnostic or interventional purposes. The intended injury to the vessel wall triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the punctured vessel. Thrombus formation usually requires additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. The reported event of ¿thrombosis¿ could not be confirmed without receipt of procedural films for review. Since the vcd was not received for analysis, the exact cause of the issue experienced by the customer could not be determined. Based on the limited information available for review, it is difficult to determine the clinical relationship between the vcd and event since location of the thrombosis was not provided and the reported issues did not occur the same day as the vcd deployment. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. As stated in the IFU¿s adverse events section, ¿the most serious recognized risks associated with femoral artery closure procedures occur rarely and include, but are not limited to, the following: vascular injury requiring repair, permanent access site-related nerve injury, surgery for access site-related nerve injury, access site-related bleeding requiring transfusion, new ipsilateral lower extremity ischemia requiring invasive/non-invasive intervention, access site-related infection ¿ major, local access site inflammatory reaction ¿ major, generalized infection, retroperitoneal bleed, vessel occlusion, pulmonary embolism, and death.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture, evidence of adequate flow, no evidence of significant pvd in the vicinity of the puncture.¿ according to the patient brochure, ¿please contact your doctor immediately if you experience any of the following: persistent pain, tenderness, tingling or swelling at the puncture site or leg. Bleeding, oozing or drainage at the puncture site. Increasing redness, warmth, bruising or swelling at the puncture site. Non-healing wound. Any other unusual symptoms.¿ based on the information available for review, there is no indication that the reported event could be related to the design/manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.